Event description:
It was reported that during the balloon angioplasty of the 100% restenosed circumflex and the 99% restenosed 1st obtuse marginal (om1) lesions, a miraclebros 300 cm guide wire failed to cross the lesion in the om1 and was discarded. Then the asahi prowater flex guide wire successfully crossed the lesion in the om1. A fielder xt guide wire was able to cross the lesion in the completely occluded circumflex artery. A non-abbott wire was then advanced in order to exchange for the more versatile bmw guide wire. Both the circumflex and the om1 lesions were successfully opened with unknown balloons. After the successful ballooning, thrombus was noted in both lesions, despite therapeutic level of both integrelin and heparin. The thrombus was successfully removed using a non-abbott thrombectomy device. The bmw guide wire was successfully removed. When the asahi prowater guide wire was being removed from the om1, there was no resistance noted. However, upon removal of the prowater guide wire, the distal tip was separated approximately 2 mm distal to the radio-opaque marker. Approximately 2.8 cm of the distal tip of the guide wire remained in the om1. The physician felt the vessel was too small to attempt a snare device. Unsuccessful attempts were made to retrieve the prowater tip with 2 wires wrapped around it and with a partially inflated balloon. These attempts did move the separated tip into the proximal om1. The tip was then embedded into the proximal om1 vessel wall with a 3.0 x 16 mm non-abbott stent. There was a significant delay in the procedure due to the guide wire tip separation and the retrieval attempts. There were no other adverse patient effects, and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd. Device. An investigation could not be performed since the device was not returned for investigation. It is inferred with the provided information that the guide wire distal end was trapped by the 99% restenosis lesion and/or the stent that had been implanted, where the guide wire pull-back manipulation might be applied without noticing the trap, resulting in guide wire separation due to the pull-apart force inadvertently applied and exceeding the product design limit. The lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.